Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) (B) (4) alleging that his onetouch ultra meter was prompting an "error 2" message. Per the onetouch ultra owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer service representative (csr) documentation. The pt reported that the alleged error message began to appear 2 months prior to contacting lfs. As a result of the alleged issue, the pt claimed he discontinued testing his blood glucose. The csr noted that the pt was not taking any medications to manage his diabetes at the time the alleged issue started. At an unspecified time on (B) (6) 2010, the pt's wife reported that the pt began to "feel funny". At the onset of symptoms, the pt tested on his wife's meter (ot ultra2) and obtained a reading of "19.2 mmol/l (346 mg/dl)" which correlated with his feelings. It was reported that the pt drank water in response to the symptoms. At 6 or 7 pm that evening, the pt's wife claimed that the pt then developed symptoms of feeling lightheaded, dizzy, and shaky. At 11 pm that evening, the pt was taken to the emergency room. It was reported that the pt's blood glucose was "2 or 3 mmol/l" when tested with the ER/hospital meter. The pt claimed he was treated with food and/or drink during the ER visit and released 4-5 hours later. At the time of troubleshooting, the csr noted that the alleged error message appeared when the meter was manually powered on and when a test strip was inserted. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.